Event description:
Patient underwent cochlear implantation on the right side approximately 6 months ago. This device was on recall and device failed per the company testing and he was eligible for explant and reimplant.======================manufacturer response for cochlear implant, cochlear implant (per site reporter).======================awaiting response.